Manufacturer narrative:
The manufacturing record evaluation, manufactured date and expiration date have been provided on 6/7/2019. Therefore, expiration date manufactured date have been populated. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smartablate¿ irrigation tubing set. It was described that a hair was noticed inside the smartablate¿ irrigation tubing set. No patient consequence was reported. Flow test performed and product failed to meet specification. Lab was not able to confirm the hair in the tubing. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/25/2019 and noted that there was no visual damage or anomalies observed. In addition, there were no contaminants/hair inside tubing. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smartablate¿ irrigation tubing set and foreign material was found inside the tubing set. It was described that a hair was noticed inside the smartablate¿ irrigation tubing set. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The foreign material inside the smartablate¿ irrigation tubing set was assessed as a reportable issue.